Event description:
Ekosonic endovascular device was placed earlier in the day by the doctor. Call placed later that evening to inform the doctor that there was leaking of clear fluid from the port entry (black) to the manifold of the ekos catheter. The ICU rn, reporting was instructed to notify the ekos rep. A call was placed, troubleshooting occurred with no resolution. Physician elected to call the cath lab on call team to come in to assess under fluoroscopy. A new device was placed through the existing catheter and the patient was returned to ICU. The care of the patient was not compromised. The original plan to use ekos overnight was resumed.